Event description:
It was reported that: "during the tevar procedure the physician decide to use manta 14fr for the vascular closure of the right femoral artery. The step by step procedure of the manta was performed as per IFU. Doctor inserted manta sheath with introducer fully to the artery. Introducer was removed and phase of manta body deployment has started to be performed. Manta body was attached over the wire, doctor hold manta directly behind bypass tube. In the phase of inserting bypass tube into the manta sheath he faced very strong resistance. He had to insert bypass tube into the sheath by strong effort. Once bypass tube was inside the sheath he had to hold it by left thumb because bypass tube had tendency to go out again. In the end manta was deployed with success." Additional information: micro puncture and ultrasound were utilized to gain central access in the left cfa. Vessel size was 6.5mm with mild posterior calcification and no tortuosity. Measured depth for the manta was 4.5+1cm. Blood pressure was 170/98mmhg and act was 316. 7500units of heparin and 1ml of protamine were administered during the procedure. There was no reported patient harm post the procedure.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Correction to section h: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2401573 manta 14f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. An 85-year-old male patient, 80 kgs., 180cm, 24.7 bmi, presented in the or for a tevar procedure. A centrally positioned access was gained utilizing ultrasound guidance with a micropuncture kit. The right common femoral artery was greater than 6.5mm, with mild calcification, mild posterior wall calcification, and mild tortuosity, with a measured deployment depth of 4.5cm + 1.0cm. No issues were encountered advancing or withdrawing the cook zenith alpha f 12 procedural sheath during the case. Following the tevar, activated clotting time was 316, heparin and protamin were administered, and a 14f ce manta was deployed to the measured depth for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered very strong resistance attempting to advance the bypass tube into the sheath hub. The physician applied stronger force and was able to insert the bypass tube into the sheath. The physician continued to hold the bypass tube in place with his left thumb since the bypass tube would tend to retract out from the sheath. After one minute of continuous tension, hemostasis was achieved. The patient did not experience any harm, injury, or health consequence from this event and the procedure outcome was fine. The manta instructions for use (IFU) indicates: if significant resistance is felt insert the bypass tube into the manta sheath, remove the entire system, and open a new device. The IFU posts a warning not to use manta if there is marked tortuosity of the femoral or iliac artery. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "during the tevar procedure the physician decide to use manta 14fr for the vascular closure of the right femoral artery. The step by step procedure of the manta was performed as per IFU. Doctor inserted manta sheath with introducer fully to the artery. Introducer was removed and phase of manta body deployment has started to be performed. Manta body was attached over the wire, doctor hold manta directly behind bypass tube. In the phase of inserting bypass tube into the manta sheath he faced very strong resistance. He had to insert bypass tube into the sheath by strong effort. Once bypass tube was inside the sheath he had to hold it by left thumb because bypass tube had tendency to go out again. In the end manta was deployed with success." Additional information: micro puncture and ultrasound were utilized to gain central access in the left cfa. Vessel size was 6.5mm with mild posterior calcification and no tortuosity. Measured depth for the manta was 4.5+1cm. Blood pressure was 170/98mmhg and act was 316. 7500units of heparin and 1ml of protamine were administered during the procedure. There was no reported patient harm post the procedure.